Manufacturer narrative:
The product was not returned for evaluation. Ischemia is included as a possible complication in the instructions for use (IFU) for the penumbra system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2024-00226 .

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a sendit delivery device (sendit), and a benchmark bmx96 access system (bmx96) and a guidewire. During the procedure, the red72 was advanced with the sendit to the target location. The sendit was removed, and the physician attempted to advance the red72 to the clot interface; however, the red72 would not advance. The physician decided to remove the red72. While the red72 was being removed from the sheath, the red72 unraveled. It was reported that the red72 and the bmx96 were removed completely. The procedure was completed using a new red72, a new sendit, and the same bmx96. On (B)(6) 2024, a clinical notification was received indicating emboli infarct in a new territory anterior cerebral artery (aca) was noticed during the procedure. It was reported that the patient had a fetal type of variant posterior communicating artery (pca). Emboli infarct was reported to be a serious adverse event with a possible relationship to the penumbra system and a possible relationship to the index procedure. The patient was administered anticoagulant medication and was transferred to a skilled nursing facility.